Event description:
It was reported that the patient's implantable pulse generator (ipg) was at elective replacement indicator (eri) due to battery depletion with unexpected longevity. The ipg was explanted and replaced. It was also reported that the patient's right atrial (ra) lead had high, unstable thresholds and low pacing impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2005; yrbr2816165 abdominal stent graft, implanted: (B)(6) 2002; yrir16115 abdominal stent graft, implanted: (B)(6) 2002; yrec1655 abdominal stent graft implanted: (B)(6) 2002; yrir1685 abdominal stent graft, implanted: (B)(6) 2002. (B)(4).